Event description:
It was reported that a patient presented with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the patient presented remotely. The physician elected not to address the issue and to continue monitoring the patient. No adverse patient consequences were reported.